Event description:
It was reported that the patient went to the emergency room with hyperglycemia and bladder infection on an unspecified date. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod. When the pod was removed from the infusion site (unspecified), the pod cannula was found kinked. Symptoms reported include shortness of breath (sob), chest pain, cold sweats and fatigue. The patient was treated with insulin shots, unspecified intravenous and oral antibiotics. The patient was discharged after an overnight stay in the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition, including the bent cannula, could have contributed to the reported emergency room visit, hyperglycemia and bladder infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.8. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.